Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2017-30704.

Event description:
Customer reported via phone call that they were experiencing a pain in his whole arm including the insertion site due to sensor. The sensor was being used in combination with an ipro recorder. The customer's blood glucose was not provided at the time of the incident. Customer stated the site was red and hot to the touch. The customer was at the doctor's office and will be going to the emergency room to evaluate the site. The product will not be returned for analysis.

Manufacturer narrative:
The information provided in date received by MFR was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.